Event description:
It was reported that the customer experienced a low blood glucose (bg) ranging from 40-50 mg/dl. Customer consumed carbohydrates to address bg level. Reportedly, the customer alleged the pump software was "too aggressive" resulting in the low bg. Tandem technical support (cts) performed a review of the pump data to determine a possible cause. Cts determined that the pump functioned as intended and the cause of the low bg was due to the customer overwriting boluses along with manually giving correction boluses in conjunction with control software delivering an extra automatic correction bolus. Additionally, the customer's personal profile requiring adjustments was also a contributing factor for the low bg. Cts reviewed all finding with the customer and determined the pump has been functioning as intended. Recommendation was made to discuss diabetes management with a health care professional. Customer continued to use the pump for insulin therapy.

Manufacturer narrative:
Per the tandem user guide: "delivering large boluses or delivering multiple boluses back-to-back may cause hypoglycemia (low bg) or hyperglycemia (high bg) events. Pay attention to iob and the bolus calculator recommended dose before delivering large or multiple boluses." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.